Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes during ventricular arrhythmias. A follow up with the healthcare provider yielded that the rv lead had t-wave oversensing (twos) but only during polymorphic ventricular tachycardia (vt). The physician decided to leave the lead in use with no intervention. No patient complications have been reported as a result of this event.